Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon evaluation, it was found that a pulse wire on ECG b was not connected. The cause for the disconnected pulse wires cannot be positively determined but was likely the result of cold solders. No adverse event resulted from the open connection. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he is receiving constant check belt alarms. The pt was issued a replacement electrode belt.